Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer did not remember how they resolved the occlusions but confirmed they were able to resume insulin, and additional assistance was declined.